Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the add product performed on (B)(6) 2021 on a direct tested nasopharyngeal dry swab . A new swab was collected for rt-pcr test after the ID now test, and the pcr result was negative for sars-cov-2. The patient showed no clinical symptoms. The pcr swab was collected and tested on the same day as the ID now test within three (3) hours. No treatment was provided to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customer states that a np polyester swab used.n the product code is tfs-2 and the manufacturer is yangzhou chuangxin medical device company.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see updates to sections: g3, g6 and h2. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018764 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018764, test base part number 190-430 / lot 1018764. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018764 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.